Event description:
It was reported that during surgery, the handpiece was skipping, only able to harvest small samples of skin unsuitable for grafting. There was no patient impact or delay reported. Due diligence is in progress.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.